Event description:
It was reported that an impella cp was placed on a patient for hemodynamic support. During support, it was noted that the patient had a fever and was being tested for covid. The fever continued into the next day where it was noted that the renal team was being consulted. No further information was provided about the fever. Additionally, it was noted that when the patient sat up in bed the pump metrics jumped. Motor current jumped and left ventricle placement signal was above the aorta placement signal and completely separated. Pump flows read 4.0/4.0. It was determined there was pump saturation and the impella cp needed to be replaced. The impella cp was removed and a new impella cp was placed. The patient remained in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the investigation has been completed. The impella cp was returned for evaluation. Fever: clinical details noted the patient had a fever while on support. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Saturated flows: the returned product showed bearing wear indicated with a large gap present at purge gap. Data logs were reviewed and long term logs showed a motor current spike with speed deviation and immediate pump flow saturation. One minute later, another motor current spike and then a "impella stopped - motor current high" alarm. The pump was able to be immediately restart and flows were fully saturated for approximately one hour before p-level was turned down from p-7 to p-5 and flow slowly became less saturated. Clinical details noted that when the patient sat up in bed, the pump metrics jumped. Motor current was increased to 11000. Left ventricle placement signal above aorta signal and completely separated. The pump flows also were reading 4.0/4.0. The cause of the saturated flows was due to bearing wear based on data logs and returned product analysis. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.